Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was damaged as the customer was unable to insert the usb cable into the usb port and subsequently experienced difficulty charging the pump battery. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.